Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed.

Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 (air in line) alarm on the homechoice (hc) machine. The technical service representative (tsr) assisted the home patient (hp). There were no bag disconnections and no leaks. (B)(4) contacted the hp on (B)(6) 2011; the hp did not recall this event. (B)(4) contacted the patient's nurse. According to the nurse, she was not aware of this event; however, the patient is being seen later today. The nurse stated that the hp knows how to finish therapy using manual supplies, and stated that hp probably was able to finish therapy that way for the evening. The nurse did not have any further information. There was no patient injury or medical intervention reported.